Manufacturer narrative:
All buttons functioned properly. No damage on the keypad assembly. No button error alarm. Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm. The insulin pump received with minor scratched display window, the insulin pump received with cracked battery tube threads and the insulin pump received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Customer reported their blood glucose declining to 28 mg/dl. Customer was treated with juice. The customer also reported their blood glucose rising to over 400 mg/dl. Troubleshooting found the customer had a button error alarm and several no delivery alarms in the alarm history. Customer was unable to troubleshoot for the no delivery alarm at the time of the call. The customer could not recall any significant events leading to the button error alarm. The customer's current blood glucose was 160 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.